Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. Customer service provided guidance on properly pressing the button and confirmed that when the difficult-to-press button issue persisted, technical support arranged for a replacement pump. Customer was advised on allowing the battery to deplete before returning the defective pump, programming settings into the new device, and connecting their cgm. Instructions for returning the pump to tandem within ten days to avoid charges were also provided, and the customer acknowledged all points.